Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the time on the customer's pump over the course of two weeks was losing about 4 minutes of time. The customers blood glucose levels were not impacted. Pump to be replaced and customer will continue to use pump until new one arrives.